Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device. The event date is an approximation. On (B)(6) 2025, it was reported that the patient received a ¿low¿ reading on her cgm device, however, no specified value was reported. The patient was feeling sweaty, shaky, and had ¿dka symptoms¿. No bg meter reading was done at this time. The patient was wearing an omnipod insulin pump. The patient¿s mother called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg level was 1100 mg/dl. The patient was treated with an insulin shot and her cgm device was removed. The patient was in the hospital for 20 days before being discharged. It was noted that the patient had other health issues that contributed to her lengthy hospital stay, but no other specific details were provided. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.